Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the device detected a deviation right from the start of ventilation and posted the adequat alarms. Root cause for the described symptom was a too low (negative) vacuum pressure inside the ventilator piston. The vacuum pressure is traced by pressure sensor and after falling below the limit of -80 hpa the device alarmed as specified reinstall ventilator. Manual ventilation remains possible in this case. Possible root causes are a frayed lower diaphragm or a wrong assembly, thus not completely sealing the piston. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and re-installed after reprocessing by the user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless an incorrect assembly can¿t be ruled out totally. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
A ventilator failure was reported. No injury was reported.